Event description:
It was reported to philips that the system was unable to emit x-rays, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic treatment was performed by the customer when the issue occurred, and the procedure was completed as planned. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to emit x-rays. Review of the system log file confirmed the malfunction as there was error in application. Upon troubleshooting, fse found the x-ray output was defective. To resolve this issue, fse replaced the converter. The defective converter was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is a scenario where the x-ray issue was available and the procedure can be completed as planned, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation¿s results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.